Event description:
Initial primary procedure was performed on (B)(6) 2013. Femoral fracture discovered on post-operative x-ray. Unclear whether this was caused intraoperatively or post operatively. Revision surgery booked and performed on (B)(6) 2013. MFR ref #3005180920-2013-00124.